Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the blood in the bd vacutainer® sst¿ ii advance plus blood collection tube passed through the gel barrier. There was no exposure, injury, or medical intervention reported.

Event description:
It was reported that the blood in the bd vacutainer sst ii advance plus blood collection tube passed through the gel barrier. There was no exposure, injury, or medical intervention reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples of the incident lot were selected from bd inventory for evaluation/testing and upon completion, no issues relating to poor barrier separation or performance of the gel barrier was observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the retained samples, the customer¿s indicated failure mode for poor barrier separation or performance of the gel with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The retained product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation summary: bd had received samples from the customer facility for evaluation. The samples along with retention samples of the incident lot (selected from bd inventory) were tested and upon completion, no issues relating to poor barrier separation or performance of the gel barrier was observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for poor barrier separation or performance of the gel with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The customer and retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the blood in the bd vacutainer® sst¿ ii advance plus blood collection tube passed through the gel barrier. There was no exposure, injury, or medical intervention reported.